Event description:
The hcp reported via outcomes registry, that a patient experienced significant pain following a catheter fracture at the lumbar site. The catheter was explanted and replaced. The catheter fracture was detected on contrast study. The drug used in the pump is hydromorphone 40.0 mg/ml at 6.003 mg/day. The patient recovered without sequela.